Event description:
Reporter alleged obtaining a discrepant blood glucose result of 409 mg/dl back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 mins. Reporter stated she had sugar on her fingers when the results were obtained. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.